Event description:
In 2009, the lay user/patient contacted lifescan (lfs) to report the one touch ultra easy meter was giving inaccurately high readings. On september 28, 2009 the technical service rep (tsr) spoke with the pt to obtain and verify info. Since six days prior to report, the pt obtained blood glucose readings on the reported meter that were high compared to her expected values of 4.0 mmol/l to 10.0 mmol/l. Based on the elevated meter readings, the pt decided to increase her daily doses of insulin, taking twenty units humulin insulin instead of ten units, three times per day. A week after report, at 11:00 am, the pt obtained the reading of 39.0 mmol/l (556 mg/dl), although this reading was not found in the meter's memory. The first reading the pt obtained on that day was 20.1 mmol/l (362 mg/dl) at 11:36 am. At 12:00 pm, the pt experienced the symptoms of sweating, confusion and troubles walking and speaking. While symptomatic, the pt obtained the reading of 18.7 mmol/l. The pt's friend took her to the urgent care, where at 3:00 pm her blood glucose level was tested to be 2.7 mmol/l (49 mg/dl). The pt was treated with the glucose drink lucozade. Prior to going to the urgent care, the pt had taken both her morning and afternoon doses of 20 units humulin insulin, and had not eaten any meals. During the troubleshooting telephone call, the tsr determined the pt's testing technique was correct and the meter was programmed for the correct unit of measure. The tsr also determined the pt's test strips were three years expired, which can cause inaccurate readings. The meter was replaced. The pt used expired test strips to test her blood glucose levels. The pt allegedly suffered symptoms suggesting severe hypoglycemia after taking increase dose of insulin based on elevated meter readings. The pt rec'd emergency medical attention and treatment with glucose. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.